Manufacturer narrative:
A complaint investigation was conducted for the alinity I syphilis tp reagent lot number 72012be01. A review of tracking and trending data associated with the alinity I syphilis tp assay and lot 72012be01 identified an increase in complaint activity. However, testing was performed using an in-house retained reagent kit of the complaint lot. All controls met specifications, and no false non-reactive results were obtained indicating that the lot was performing acceptably. Further the seroconversion panel results were compared to architect syphilis tp test results provided by seracare and the complaint lot detected the same bleeds as reactive. Based on this data it was shown that the sensitivity performance of the lot is not adversely affected. Device history review did not identify issues associated with the customer¿s observation. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent, lot number 72012be01.

Event description:
The customer reported false negative alinity I syphilis tp and provided the following data: for one sample, the syphilis result was 0.59 s/co (non-reactive). When tested on the roche platform the result was positive. Patient's historical results were positive. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported false negative alinity I syphilis tp and provided the following data: for one sample, the syphilis result was 0.59 s/co (non-reactive). When tested on the roche platform the result was positive. Patient's historical results were positive. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.